Event description:
It was reported, "primary surgery was done in 2008, but the pt seemed to hear some strange sound on knee in 2009, to feel no strength having pain, and to touch something on knee patella. The pt visited a hospital and surgeon considered as post fracture to see hyperextension and severe m/l laxity, and so conducted revision surgery."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.